Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the bg level, the customer administered a correction injection via multiple daily injections (mdi) and resolved the occlusions by changing the infusion set and cartridge, resuming insulin therapy.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the bg level, the customer administered a correction injection via multiple daily injections (mdi). Reportedly, the customer continued to use the pump for insulin therapy.